Event description:
Following a stent procedure, an angio-seal device was placed. Some time later, the pt developed an av fistula which required surgical repair. The angio-seal device was reportedly not visualized during the surgical procedure. The pt is said to have done well post-operatively. As of 1/25/98, there have been no further reports of complication or pt sequelae made to the MFR.